Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level at the time of the incident was 94mg/dl. Customer was assisted with troubleshooting for blank display. Customer stated they used recommended batteries. The customer also stated that the insulin pump showed no physical damage. The customer also stated that the pump was not dropped, bumped or exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display or unexpected low battery alarms were noted. The pump was received cracked battery tube threads.